Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by guiding them to load a new cartridge, but the alarm persisted, leading to the decision to replace the pump. The customer, whose pump was under warranty, was informed to switch to multiple daily injections as a backup therapy. Technical support also provided instructions on preparing the pump for return and ensured arrangements for a replacement shipment.